Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to the clip-to-clip interaction in conjunction with pre-existing anatomy (i.e., low height from the valve to the fossa, large flail gap), as insufficient height above the valve could result in suboptimal device trajectory and challenging clip orientation, thereby increasing the likelihood of clip-to-clip interaction. The reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of another clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation due to device interaction. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, an xt clip was inserted. However, while positioning the clip came in contact with the implanted xtw clip, causing that clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed, reducing mr remained at a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.